Event description:
Patient contacted dexcom technical support and left a voice message on (B)(6) 2014, to report an out of range signal on (B)(6) 2014, following sensor insertion. Three subsequent attempts to re-contact patient have been made with no success. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.